Event description:
It was reported that during a radical nephrectomy procedure, after three good fires with white cartridges on the hilus of the kidney, the surgeon put another white reload on the renal artery. The surgeon fired all the cycle (three strokes) but the jaws didn¿t open. There was a little bliding from the artery and after some attempts to open the jaws (pushing the liver, squeezing the handle), nothing works. He decided to convert to open surgery and pall all the kidney with the echelon close on the renal artery. The echelon jaws didn¿t open even then, outside from the patient body. There were no special noises during the fourth fire. Surgery was prolonged thirty minutes.

Event description:
The existing excision was extended and used to remove the kidney. This did not have any negative impact on the patient's post operative care or outcome.

Manufacturer narrative:
(B)(4). The device was returned with the closing trigger and anvil closed. Furthermore the 3-stroke indicator disk was noted to be damaged. An cartridge was received loaded on the device; it was fully fired. In addition the returned device was disassembled to verify the condition of the internal components and a clip was found lodged in the anvil knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. In addition, a second clip and b formed staples were found on cartridge deck. No functional test could be performed due to the condition of the instrument. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.